Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during the dwell cycle of peritoneal dialysis therapy. The patient was advised to contact their hospital. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information becomes available, a supplemental report will be submitted.